Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for one patient. The physician was skeptical of the result. A new sample was collected the next day which generated a normal result. The following data was provided: lab¿s reference range is < 0.028 ng/ml. (B)(6) 2022 sid (B)(6): sample 1 initial result = 1.8934ng/ml (positive), repeated on (B)(6) 2022 result = 0.0107 ng/ml (negative). Sample 2 (drawn on (B)(6) 2022) result = 0.0108 ng/ml (negative). No impact to patient management was reported.

Manufacturer narrative:
The customer¿s quality control (qc) results and instrument logs were reviewed by the abbott service representative and no issues were identified. The abbott field service representative (fsr) investigated the issue on site. The analyzer was inspected, and various diagnostic checks of the system and parts replacement were performed. A review of the alinity I sn# (B)(6) service history identified no contributing factors to the current complaint. A review of tracking and trending did not identify any trends to the alinity I system, or likely cause parts with regards to the current issue. The device history records were reviewed, and no non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6) was identified.